Manufacturer narrative:
The product has not yet been returned.

Event description:
The physician used the wire with an ivus catheter. The wire became unraveled and was pulled out of the patient along with the catheter. When the wire was pulled out from the catheter, the tip was a loose ball of wire. The product will be returned.